Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of "failed drawer" was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order #(B)(4), the fse reported that drawer 3.2 was not detected on the bus. The fse turned the station off and re-seated the row board cable, and lights were present on the drawer controller boards. After a reboot, the drawer was still not detected, so the fse turned the station off and replaced the retractor band. Finally, the fse completed a successful hardware test in hta. The barcode scanner mount was loose, so the fse tightened the bolt holding the mount and cleaned out the electronics compartment. The report was closed. During dchu visual inspection: pn 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "failed drawer" was due to short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. As per part investigation, it was determined that the drawer failure was due to shorting between adjacent copper strands in the retractor assembly causing thermal damage and functional fa there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had failed and was not detected on bus. A field service engineer turned the station off and re-seated the row board cable, lights were present on the drawer controller boards, after a reboot the drawer was still not detected, then turned the station off and replaced the retractor band, completed a successful hardware test in hardware test application, also found barcode scanner mount was loose and tightened the bolt holding the mount and cleaned out the electronics compartment to resolve the issue. The system functioned as intended after the field service engineer repaired the device.